Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external ram crc error. The customer¿s blood glucose value was unknown. The customer also reported that insulin pump had motor error and battery out limit. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, weak battery, battery out limit, failed batt test, a21, a17 alarms or reset time/date anomaly noted during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarm noted during testing. The motor was tested outside the device and passed.